Event description:
It was reported that the customer experienced a blood glucose (bg) that was high, specific value was not provided. Customer gave a manual injection to address bg level. Reportedly, the pump software did not accurately adjust the amount of insulin delivered. A pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.